Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unit was operating without power. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station would not power on. A field service engineer (fse) powered down the station to inspect two failed drawers. Pharmacy identified the issue as related to full height cubie drawers 5 and 6. Both drawers were disconnected, allowing the station to power on. Drawer 5 was reconnected and the station powered on normally; however, reconnecting drawer 6 caused the station to fail to power on. The retractor band was removed from the drawer 6 module controller, after which the station powered on successfully. The drawer 6 full height cubie controller was replaced, and the station powered on normally with all drawers connected. The system functioned as intended after the field service engineer repaired the device.